Manufacturer narrative:
Additional information: h4: the lot was manufactured between october 16-22, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph did not show a clear image of a ruptured bladder; however, it appeared that there was fluid inside the bag of which the device was contained which suggested a leak had occurred. The photograph also showed that the tubing line had detached from the white flow restrictor which may have been the cause of the leak inside the bag. The reported condition of a leak was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. The issue was further described as, "bubble had burst". The device contained cefazolin 6000mg in 240ml total volume of sodium chloride 0.9%. This occurred at the patient's home, prior to patient use. There was no patient involvement. No additional information is available.